Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned on the needle. The t1 has been off the needle and placed back onto the end. The t2 has been pushed forward to sit behind the t1. The actuator is in the pre-t2 position. Bio debris is present. A functional evaluation showed that the actuator deployed the t1, retracts to the pre-t2 position to deploy the t2, but instead slides beneath it and does not deploy it. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.

Event description:
It was reported that, during a meniscal repair, the anchor of the fast-fix 360 became stuck. The procedure was resumed, without any delay, using an equivalent s+n back-up. No further complications were reported.